Event description:
It was reported that the patient had to charge his implantable neurostimulator (ins) more than he expected. The patient's ins discharged after 5 days from a full charge. Using a longevity calculator, it was determined that at the patient's ins settings, the battery would last 3.1 to 3.8 days. At the given settings, the recharge interval was deemed appropriate. It was also reported that the patient experienced stimulation in the wrong location following a fall on (B)(6) 2012. The patient stated that he felt the ins move in its pocket so that it seemed to be protruding slightly out of his skin. The patient pressed the ins so that it was back in the pocket. The ins was sutured in the pocket at the time of the fall and the company representative noted that when he has reprogrammed the patient, he has to move down the lead to get adequate therapy coverage when initially he was programmed in the middle of the lead. X-rays were going to be taken to determine if the leads had migrated. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model: 3777-45, lot#: v803363034, implanted: (B)(6) 2012, explanted: na; lead model: 3777-45, lot#: v677831036, implanted: (B)(6) 2012, explanted: na; extension model: 3708140, serial#: (B)(4), implanted: (B)(6) 2012, explanted: na; extension model: 3708140, serial#: (B)(4), implanted: (B)(6) 2012, explanted: na; anchor model: 3550-39, lot#: n279677, implanted: (B)(6) 2012, explanted: na; programmer model: 37744, serial#: (B)(4), recharger model: 37754. Serial#: (B)(4).

Event description:
Follow up information received reported that the patient had to have the ins removed from their back on (B)(4), 2012. If additional information is received, a follow up report will be sent.